Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that device difficult to remove occurred. A 190cm filterwire was selected for use. During the procedure, when deploying the filterwire, it was noted that the delivery sheath proved difficult to withdraw smoothly. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that device difficult to remove occurred. A 190cm filterwire was selected for use. During the procedure, when deploying the filterwire, it was noted that the delivery sheath proved difficult to withdraw smoothly. The procedure was completed with another of the same device. There were no patient complications as a result of this event.